Manufacturer narrative:
The technician replaced the high voltage and logic boards to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg or reverse trendelenburg.